Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device failed to charge to set energy of 200 joules. Complainant indicated that the device shocked at 200 joules and after performing a battery change the device powered back up at 70 joules. The user noticed the energy change and adjusted the settings back to 200 joules. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.